Event description:
A report was received that the patient was experiencing discomfort at the ipg site as it was located on the beltline. The physician relocated the ipg and implanted two lead extensions. The patient was reportedly doing fine after the revision procedure.